Event description:
It was reported that the patient had the artificial urinary sphincter components removed and deactivated due to unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had the artificial urinary sphincter components removed and deactivated due to unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the cuff was removed due to ureteral erosion. A new artificial urinary sphincter cuff and balloon components were reimplanted on (B)(6) 2019.